Event description:
Per the clinic, the patient experienced an open wound and necrosis at the magnet site (specific date not reported). Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported).